Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer crashed with low blood glucose and had seizures due to which emergency medical services were dispatched on an unknown date. Blood glucose level at the time of the incident was 23 mg/dl. Customer stated that they did not want to be admitted. Customer was treated with food. Customer has been experiencing low blood glucose for couple of hours. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode or smart guard feature. Customer does not believe insulin pump was over delivering. Customer stated that retainer ring was loose and chipped and reservoir was unable to lock in place when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.